Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's display does not turn on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device display did not turn on which was observed during evaluation as the device did not power on. The cause was determined that the alternating current (ac) power adapter did not provide any power to the device, causing it not to power on. Evaluation determined the cause was a failed ac power adapter which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.